Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately two weeks after implant, the patient experienced right ventricular (rv) lead perforation and pericardial effusion. It was further reported that the rv lead exhibited high thresholds. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.